Event description:
It was reported that a pt underwent a right inguinal hernia repair procedure on (B)(6) 2010, and mesh was used. The pt received study drug oral blinded therapy for postoperative pain. The pt continuously had pain with a body temperature of 39.3 degrees celsius. The chest x-ray and the blood test did not identify the focus and the event resolved with oral antibiotics.

Manufacturer narrative:
(B)(6). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.